Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: linear st lead kit 50 cm, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17028969/2000010096.

Event description:
It was reported that the patient underwent an explant for an unknown reason. The explanted device components will not be returned. No further information has been obtained despite good faith efforts.